Manufacturer narrative:
(B)(4).

Event description:
The pt had less spasticity control for approximately 1 month following a refill. A dye study was done on (B)(6) 2011. When they were doing the side port aspiration for the dye study the catheter length was unk. They estimated the catheter length/volume at 0.196 and bolus was programmed following the dye study. A few hours later, they thought the pt was experiencing an overdose. The pt experienced hypertension and tachycardia; the pt's heart rate was elevated to 140 which was considered extremely rare. The pt also experienced somnolence. They stopped the pump. The device system was used to deliver compounded baclofen (4000mcg/ml, 250mcg/day). Additional info has been requested. A follow-up report will be sent if additional info becomes available.